Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 281mg/dl (this was the only results provided by in the reported issue notes). Tests were done 11-20 minutes apart. Patient did not experience any adverse events. No further information has been reported.